Event description:
My eye was burned by equaline 3% hydrogen peroxide solution for soft contacts. In our house, I use regular saline contact solution, while my girlfriend uses hydrogen peroxide contact solution (the type which has to be left in the special case overnight to neutralize the peroxide). At around 1:30 today, I placed one of my contacts into my eye and immediately began experiencing an intense burning sensation. I attempted to take the contact out, but was unable to do so, as the eye had closed itself due to the pain. Compounding this issue was that the type of lenses I wear can be difficult to remove, even under normal circumstances. After a number of tries, I was finally able to hold my eye open and remove the contact. I rinsed the eye for several minutes with sterile eyewash solution and water and the pain subsided enough that I was able to put on some glasses and drive to work. As of right now, my eye is red and still very irritated, and it is also watering profusely. I don't expect I'll require medical attention, but I'm not entirely sure yet. I feel that the packaging of most hydrogen peroxide solutions still do not adequately differentiate themselves from standard saline/multipurpose solution bottles. Aside from a red cap and a fairly small warning label, the hydrogen peroxide solution bottle is identical to the "standard" solution bottle in shape, size, function, and color. Some might argue that such a mistake is my own fault, and that may be the case, but I do feel that mfrs could do far more to make their hydrogen peroxide solutions stand-out. While the red coloring of the cap is be helpful, it isn't foolproof, as lens solution caps can be lost, and furthermore, since the cap for the hydrogen peroxide solution is identical to the one of the multipurpose solution, the caps can accidentally be swapped. In addition, my vision is very poor, so after I've been taken my contacts out and placed them in the case, it's easy to confuse the two types of bottle at a glance.